Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The initial MDR report with MFR report#: 0003015876-2025-01367 and stryker reference#: (B)(4), submitted on 07/08/2025, was submitted in error. The device associated to this report was returned to stryker for preventive maintenance and there was no report of a failure to the critical functionality of the device. MDR report with MFR report#: 0003015876-2025-01570 and stryker reference#: (B)(4), submitted on 08/06/2025 was submitted for the correct device with serial number: (B)(6).

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.